Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "following drilling, the drill sleeve and drill became stuck. The procedure was successfully completed using a different drill and sleeve."

Manufacturer narrative:
The reported event could be confirmed since then device was returned for evaluation and matched the alleged failure. The device inspection revealed the following: drill bit and drill sleeve were received in a stuck condition, however both the devices were speared from each other. After disassembly, the drill was found damaged from where it was stuck. The area proximal to the flutes, and the flutes themselves were deformed sur to excess contact with the drill sleeve. The forefront of the drill is also deformed; it has become oval and especially at one location that material flows outwards from the ideal circular periphery which indicates that the drill drifted abnormally inside the fill sleeve on one direction during use resulting in excess friction and heat was produced, resulting in partial binding of both instruments. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of labelling did not indicate any abnormalities. No indications if material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to a user related issue. The event was caused due to misalignment of the drill inside the drill sleeve during use resulting in excess contact between the drill bit and drill sleeve. If more information if provided, the case will be reassessed.

Event description:
As reported: "following drilling, the drill sleeve and drill became stuck. The procedure was successfully completed using a different drill and sleeve."